Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported, the following nonreportable malfunctions were identified: due to wear of angle wire, bending angle in up direction does not meet specification; adhesive had a chip, white clouded area; scratches on various parts of the device; due to wear of angle wire, the play of up/down knob is out of the specification; due to clogging of nozzle, water removal ability does not meet specification; around objective lens was peeled and had a white-clouded are; light guide lens had a crack; the cover had a burn; due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained; and objective lens had a chip. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the angulation was reduced, chipping, dropping, adhesive peeling at bending section, and cosmetic issues with the switch or switch button box on the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.